Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: a sample was available for evaluation. A visual inspection revealed a brown particle in the tubing. The reported condition was confirmed. The root cause can be attributed to a manufacturing issue during tubing extrusion. This issue has been escalated to CAPA.

Event description:
The facility's pharmacist reported to baxter (B)(6) that a colleague-compatible set had a particle inside the tubing. This occurred during priming. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information available at this time.